Event description:
The hospital reported a patient was connected to an engstrom when it was alleged that the patient desaturated. There was no patient sequelae. Ge healthcare will submit a follow-up report when the investigation has been completed.

Manufacturer narrative:
Ge healthcareâ¿¿s (gehc) fe performed a checkout of the engstrom but could not confirm the reported issue. Gehcâ¿¿s investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: no patient information provided to date. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718

Manufacturer narrative:
Ge healthcare (gehc) investigation has been completed. The gehc's field engineer completed a review of the system logs and checkout of the device and determined there was no malfunction of the gehc device. The root cause of the patient desaturation cannot be determined.